Manufacturer narrative:
Philips has investigated this complaint. According to the information, the patient was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and found that exposure handbrake fail to return. Upon functional testing and review of the system log file, fse confirmed exposure handswitch was defective and it cannot bounce back after pressing. Fse replaced handswitch, after replaced handswitch the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the x-ray failed during surgery. After reboot, error message says button cycle. The device was in clinical use. No patient or user harm reported. The philips service engineer went on site and reported the exposure handbrake fail to return. He replaced the exposure handbrake. After the service was completed, the equipment is back to normal. Philips has started an investigation of the complaint.